Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an undefined low blood glucose level of 66 mg/dl that resulted in a trip to the emergency room (ER) where customer was monitored in case of crash. Low bg was addressed by consuming carbohydrates, and customer was released from the ER 2 hours later. The customer reverted to an alternate method of insulin therapy.